Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I want to report a further complaint on a verse advanced screw that has broken in a patient. Doctor: per (B)(6) hospital. I have asked for further information, the doctor will be in touch again when he sees the patient visits.